Event description:
Allegedly, patient underwent r tkr in 2013. Revised on (B)(6) 2024 due to worn poly. Patella resurfaced at the same time. (B)(6).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.